Event description:
Intuitive sureform 60mm stapler would not fire. Intuitive representative was in the room and aware of the problem. A new sureform 60mm stapler was opened and the procedure proceeded with no further issues. The non-firing stapler was bagged and saved.